Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer via e-mail stated that their toothbrush heads were falling off of their electric toothbrush while brushing. They originally had no issue with their previous brush head, but after deciding to switch back to their previous one, they discovered that it was slipping out as well. No injury was reported.